Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2023-01321.

Event description:
Upon further review of the reported event, this report¿has been identified as a duplicate report.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen on (B)(6) 2021 using the curve 240 and presented with recurring paradoxical hyperplasia (ph). The patient underwent lipodystrophy on (B)(6) 2022, and vaser liposuction to the abdomen and flanks on (B)(6) 2023.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the mid & lower abdomen on (B)(6)2021 using the curve 240 and presented with a 2nd diagnosis of recurring paradoxical hyperplasia (ph). The patient underwent lipodystrophy on (B)(6)2022, and vaser liposuction to the abdomen and flanks on (B)(6)2023.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 6/24/2024. Continued h10 related MFR report numbers: 3007215625-2022-01924, and 3007215625-2023-01321.

Manufacturer narrative:
Corrected data: b5, d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen on (B)(6) 2021 using the curve 240 and presented with recurring paradoxical hyperplasia (ph). The patient underwent vaser liposuction to the abdomen and flanks on (B)(6) 2023.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen on (B)(6) 2021 using the curve 240 and presented with recurring paradoxical hyperplasia (ph). The patient underwent vaser liposuction to the abdomen and flanks on (B)(6) 2023.